Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code pv indicative of programmed parameters out of range upon initial connection. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; the sensing and shocking functions of the device were verified. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this device¿s battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.